Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-01027 pertains to the first alliance inflation syringe device and manufacturer report# 3005099803-2018-01028 pertains to the second alliance inflation syringe device. It was reported to boston scientific corporation that two alliance inflation syringes were used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the gauge of the syringe would not register any pressure when pressure was applied to the balloon. The same issue happened with the second alliance inflation syringe. The procedure was completed with a different, non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.